Event description:
Drive medical has received an attorney letter alleging an incident involving a bariatric aluminum folding walker imported and distributed by drive medical. The claimant claims that he was doing physical therapy on his front porch when top of the walker came loose, causing him to fall and broke his femur. This MDR report is based on the info provided by claimant.